Event description:
Per the clinic, the device was explanted due to a lack of auditory response since initial activation. Neural response telemetry was attempted, however, no measurements were obtained. The device was explanted (B)(6) 2011 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).